Manufacturer narrative:
Case history: the customer reported that a demonstrator ivent201 ventilator was attracted to an MRI device. The customer further complained that no operation manual or warning labels were provided with the machine. No pt injury was involved. The customer reported this event to the FDA -medwatch system. Analysis: on november 14th, 2006 the ventilator in question was shipped by marketing to the customer per a request for evaluation. On december 1st, 2006, the customer's biomedical engineering dept requested copies of MRI info from versamed customer service to be sent to them. It was provided immediately upon request. The machine device history records indicate that the machine was shipped out with the relevant labeling (MRI card and a full operator's manual). Please refer to appendixes 1 (a) and 1 (b) which are attached herewith. The ventilator was requested by versamed but has not yet been released by the customer for a follow up investigation by versamed. Section 1.1 of the ivent201 ventilator user manual states: "you must read this manual before you use the ivent201." A copy of section 1.1 to the user manual is attached herewith and marked appendix 2. Unfortunately, despite the fact that versamed records show that versamed had sent together with the ventilator both the manual and specific MRI documentation, it appears this material has been lost or misplaced before the customer had an opportunity to review it. Both the manual (section 1-13) and the specific MRI documentation provide specific instructions and warnings pertaining to the use of the ventilator in the mr environment. A copy of section 1-13 to the user manual is attached herewith and marked appendix 3. A copy of the said specific MRI documentation (MRI card), which is attached to every MRI-friendly ventilator shipped by versamed, is attached herewith and marked appendix 4. Unfortunately, the customer has not reviewed these primary documents prior to the use of the device and thus was not aware of the distance restrictions that are clearly outlined in the labeling. Hence, it is more than likely that these instructions and warnings were not followed and that the ventilator was placed too close to the MRI device, contrary to the ventilator labeling. Recommendations: an in-servicing training by versamed shall be arranged for this account. At the time of the writing of this report the status is that such training has been offered to the customer and versamed hopes to close the coordination of this training event shortly.